Event description:
It was reported that; pt complains of pain in right hip. Pain increases with walking. Pt has trouble sleeping and soreness in right hip on and off. Pt states that it's painful to stand.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock emt specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks dud to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.